Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patient mentioned in the journal article. The article was written by I. Kostensalo, m. Seppänen, k. Mäkelä, j. Mokka, p. Virolainen, j. Hirviniemi. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "early results of large head metal-on-metal hip arthroplasties," which aimed to analyze the short term results and complications of metal-on-metal prostheses. One patient identified in the article experienced aseptic loosening of the femoral component. There has been no further information provided and the patient outcome is unknown.